Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt like she experienced inappropriate shocks and presented in clinic. Upon interrogation, the right ventricular lead was found with high, out-of range impedance. Some shocks were recorded with non-sustained ventricular tachycardia and secure sense alerts. The lead was capped and replaced on (B)(6) 2020. The patient was stable.